Event description:
It was reported that the patient dropped the ilet out of a pocket, resulting in a cracked screen and an inoperable device. Symptoms included no reported adverse clinical effects. Outcomes included device replacement arranged with instructions for return, data sync via the mobile app before shutdown, and guidance that historical data would not transfer to the new ilet, with continued cgm use on the phone or receiver until the replacement arrives. Investigation included customer interview and verification of serial number, along with logistical review for replacement and return. Investigation of this case revealed physical damage to the user interface/display that rendered the pump inoperable, consistent with accidental damage from impact. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage from dropping the device.